Event description:
According to the reporter, during an open whipple procedure, the device was difficult to use. The surgeon stated specifically when pulling the suture through the pancreatic duct, the suture pulled less smoothly and was stickier. The surgeon was able to complete the case with no issue despite this concern that the suture was dragging. No patient injury has been noted. The patient is in the ICU with a pancreatic leak attributed to the suture, because of the way it pulls tissue and does not glide as easily. The patient has not had a reoperation. The patient is in the ICU and is intubated with having gone through drains.